Event description:
It was reported that bound to wire occurred. A jetstream xc catheter was selected for use during an peripheral arterial disease atherectomy procedure. During the procedure, the catheter became stuck on the guidewire. Rex mode was selected to lower the blades and decrease rotation speed and there were activation issues. The user attempted to activate rotation after the activation issue, in other modes and was not successful. The device was removed and replaced with another. No patient complications were reported. It was further reported that all activity was stopped and occurred during and after engaging the lesion. Additionally, a non-bsc guidewire (spiderwire) was used.

Manufacturer narrative:
Device evaluated by MFR: the jetstream xc-2.4 device was received by boston scientific for analysis. The shaft and the remainder of the device were inspected for damage. Visual examination showed the catheter shaft had multiple bends and kinks throughout. A severe kink was noticed approximately 1.2cm from the tip. The guidewire used was not in the device. A .014 test thruway guidewire was inserted into the device; however, it would not transcend through the device, due to the shaft damage. The functionality of the device was checked by setting up the product per the instructions for use (IFU). The device primed and functioned intermittently, due to the shaft damage. The complaint was confirmed for a guidewire sticking issue. The device was rerun for a total of 5 minutes. At the end of that time the device motor was heard; however, no tip rotation was observed. The control pod was opened to inspect for damage. It was noticed the pinion gear moved along the drive shaft and was not in contact with the motor gear. When the pinion gear slides off the shaft and does not contact the motor gear, rotation of the tip will stop. The shaft damage noticed may increase the torque to the pinion gear by causing resistance when the shaft is spinning. This may cause the pinion gear to break loose and slid off the drive shaft. Visual inspection showed that there was adhesive present on the gear. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking issues as well as blades not spinning, due to the kinks on the catheter shaft.

Event description:
It was reported that bound to wire occurred. A jetstream xc catheter was selected for use during an peripheral arterial disease atherectomy procedure. During the procedure, the catheter became stuck on the guidewire. Rex mode was selected to lower the blades and decrease rotation speed and there were activation issues. The user attempted to activate rotation after the activation issue, in other modes and was not successful. The device was removed and replaced with another. No patient complications were reported. It was further reported that all activity was stopped and occurred during and after engaging the lesion. Additionally, a non-bsc guidewire (spiderwire) was used.

Manufacturer narrative:
The product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4. No guidewire was in the device or returned with the device for analysis. The device and the catheter shaft were analyzed for damage. The guidewire used was not reported. The catheter shaft showed multiple bends and kinks throughout the shaft. A severe kink was noticed approximately 1.2cm from the tip. The guidewire was not in the device. The device was set up per the instructions for use. The device primed and functioned intermittently due to the shaft damage. The complaint was confirmed for a guidewire sticking issue. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that bound to wire occurred. A jetstream xc catheter was selected for use during an peripheral arterial disease atherectomy procedure. During the procedure, the catheter became stuck on the guidewire. Rex mode was selected to lower the blades and decrease rotation speed and there were activation issues. The user attempted to activate rotation after the activation issue, in other modes and was not successful. The device was removed and replaced with another. No patient complications were reported. It was further reported that all activity was stopped and occurred during and after engaging the lesion. Additionally, a non-bsc guidewire (spiderwire) was used.

Manufacturer narrative:
The product was returned to boston scientific for analysis. The device and the catheter shaft were analyzed for damage. The guidewire used was not reported. The catheter shaft showed multiple bends and kinks throughout the shaft. A severe kink was noticed approximately 1.2cm from the tip. The guidewire was not in the device. The device was set up per the IFU 91069749. The device primed and functioned intermittently due to the shaft damage. The complaint was confirmed for a guidewire sticking issue. It was requested by the engineering team to retest this device due to the blades not spinning project in place. The device was rerun for a total of 5 minutes. At the end of that time the gear did slid off the shaft and the blades stopped spinning. The pod was opened and confirmed the failure of the gear sliding off the shaft. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for guidewire sticking issues as well as blades not spinning.

Manufacturer narrative:
The product was returned to boston scientific for analysis. Returned product consisted of a jetstream xc-2.4. No guidewire was in the device or returned with the device for analysis. The device and the catheter shaft were analyzed for damage. The guidewire used was not reported. The catheter shaft showed multiple bends and kinks throughout the shaft. A severe kink was noticed approximately 1.2cm from the tip. The guidewire was not in the device. The device was set up per the instructions for use. The device primed and functioned intermittently due to the shaft damage. The complaint was confirmed for a guidewire sticking issue. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that bound to wire occurred. A jetstream xc catheter was selected for use during an peripheral arterial disease atherectomy procedure. During the procedure, the catheter became stuck on the guidewire. Rex mode was selected to lower the blades and decrease rotation speed and there were activation issues. The user attempted to activate rotation after the activation issue, in other modes and was not successful. The device was removed and replaced with another. No patient complications were reported.